Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, when the his catheter was removed and turned off, the ventricle signals were still displayed on the recording system. In addition, the ECG signals from the mapping catheter were being displayed as noise. Troubleshooting was performed but the issue remained. The procedure was cancelled and there were no adverse consequences to the patient.